Event description:
Patient underwent a transcarotid artery revasularization on the right side. Once reverse flow was established, the 0.014" guidewire was advanced outside of the arterial sheath. The physician commented that there was a shelf and that the wire buckled slightly. He withdrew the wire slightly and advanced the wire into the right internal carotid artery. Once in the rica, imaging from a different angle indicated a dissection was present. A 9x30 stent was used to treat the disease and an additional 9x40 stent was used to cover the dissection flap. The patient woke up with no issues and was stable. The final angiogram showed that the dissection flap was no longer visible.